Event description:
Hill-rom received a report from a hill-rom technician stating the brakes are not holding. The bed was located at the account in the shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the brake/steer caster as well as the brake caster not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced brake/steer caster as well as the brake caster to resolve the issue. Based on this information, no further action is required.